Event description:
It was reported that two days post-implant, the atrial lead warning was triggered for the right atrial (ra) along with a polarity switch to unipolar due to impedance values of greater than 9999 ohms. The atrial p-wave sensing was noted as within normal limits. The device was reprogrammed to vdd and the physician will monitor the patient for changes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).